Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed no problems. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Event description:
It was reported that the 660 hd unit froze up. The unit was restarted and nothing changed. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 660 hd unit froze up and visualization was lost . The unit was restarted and nothing changed. Procedure was completed with a back-up device. No patient injury was reported.